Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 unopened racepacks. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the knot pull tensile strength of both samples received and the results fulfills the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units that fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: as indicated in the premilene instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Also tested the needle puncture strength of the two closed samples received and the result fulfills the current penetration specification. The average penetration result is 0.481 n (current penetration specification: 0.500 n). Final conclusion: complaint is not justified. Although the results of the samples received fulfill the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Customer complains that in the recent time premilene 4/0 and 5/0 tend highly to tear. The threads are tearing directly at the knot during knotting in 5 of 10 times. The customer also complains the gliding behaviour of the needle.